Event description:
Clinical trial. It was reported that post index procedure, the patient had a target vesel revascularization. The patient was admitted for the protocol required 9 month caheterization with complaints of chest pain on exertion. Catheterization revealed a patent stent in the proximal circumflex. A 95% "end stent" restenosis in the proximal rca was treated with a 3.0 x 28 mm taxus express2 stent, with 0% residual stenosis. The patient was discharged one day later. On day 790 index procedure, the patient was admitted for elective coronary angiography prior to a surgery for breast cancer. Aspirin and plavix had been continuously taken prior to this event. Cutting balloon angioplasty was performed to treat a 100% occlusion in the rca. The event was reported as resolved that day. The post-procedure course was complicated by the patient complaining of decreased vision in her left eye; carotid ultrasound revealed mild non-obstructive disease. Discharge notes reported a possible atheroembolization causing left eye discomfort, which had resolved. The patient was discharged two days later on aspirin and plavix. The physician noted the event to be unrelated to the device.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause cannot be identified.